Manufacturer narrative:
The device alarmed with tf231009 (alarm blower speed low) and later self-test failed. Ventilator shows the technical fault-431002 and self-test failed. Start ventilation button disabled. Leak test & flow sensor calibration failed." No patient harm reported, no intervention reported. Provided log files confirm the issue. Blower timer 194%!!! Preventive maintenance was not correctly done. "Blower service required" also logged. Partner requested to close the complaint unresolved. Their customer did not procure the required parts to get the device fixed.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "ventilator shows the technical fault 431002 (blower disconnected) and self test failed. Start ventilation button disabled. Leak test & flow sensor calibration failed." (2) no clinical signs, symptoms or conditions. No health consequences or impact.